Manufacturer narrative:
Date sent: 10/19/2004

Event description:
It was reported that during an unk procedure, the stapler would not open after firing. The procedure was completed with a like device. There was no pt consequence.